Manufacturer narrative:
Evaluation tests or methods used to duplicate / replicate the reported problems: installed stepper motor into pump for testing. Reported problem duplicated / replicated: unable to duplicate the motor rate error problem during occlusion test for all motor. What caused the reported (primary) problem: customer's stated problem was not found or confirmed. Might be other components on motor assembly that causes the motor rate error, stepper motor usually does not causing motor rate error, but it does cause motor not running. Unconfirmed- the fault could not be confirmed. The device and the investigation of the issue could not confirm the fault occurred.

Event description:
It was reported that a medfusion motors cause pumps to alarm "motor rate error." No patient injury reported.